Event description:
Following the zenith flex normal deployment sequence, the flex main body was deployed at pt right side and iliac leg (1820334-2011-00239) was deployed at pt left side. Grey positioners of both main body and iliac leg were taken away and flexor sheaths and lunderquist guide wires were retained inside the body. There was heavy leaking of blood from both hemostatic valves even when both valves were closed. The pt had rec'd 4000 unit of heparin just before the insertion of main body. Two bags of blood transfusion (total 400ml) were required due to blood loss from leaking valves. Blood transfusion was required. No other adverse effects on the pt were reported.

Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically labeled in the IFU. Event eval. Still under investigation.